Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump wake button alarm occurred. Customer's blood glucose was 296 mg/dl. Although requested, additional information was not provided. Customer continued pump therapy.